Event description:
The recipient's device was reportedly explanted due to medical issues. The recipient was not reimplanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional details regarding the medical issue will not be provided. The recipient has reportedly healed well. The external visual inspection revealed slices at the fantail region, and broken wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.